Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic cyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the axios stent second flange was not released from the scope. The stent was removed together with the application system, and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic cyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the axios stent second flange was not released from the scope. The stent was removed together with the application system, and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Bloch h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent was fully expanded and deployed. The delivery system was disassembled, and the sheath was not found twisted (outer sheath). No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported events of device entrapment of device or device component and stent first flange difficult to position as these events occurred during the procedure. The investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."